Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified mentor breast implant and underwent removal of the implant on (B)(6) 2019. No additional information was provided. The reason for explantation is unknown. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On 8/15/2019, the mentor failure analysis lab received the device for evaluation. Since multiple attempts were performed to obtain the affected side and no response was received, the device information for the left implant will be used by default: mentor memorygel breast implant 700cc, catalog number 3507004bc, lot number 6558588. Concomitant products: mentor memorygel breast implant 450cc, catalog number 3507450bc, lot number 6469399 device evaluation summary: during evaluation of the device it was observed to be intact. No anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).